Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 408 mg/dl at the time of incident. The customer was offered to troubleshooting for high blood glucose and declined. The customer stated that the before she had to change the battery in the insulin pump she was in auto mode. Customer stated that sensor loss the communication. The insulin pump will not be returned for analysis.